Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery the reamer head broke and a fragment still remains inside of the patient's body. The power tool machine went out of control and hit the surgeon. There were no reports of patient harm or of a surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.the manufacturing documents were reviewed and no complaint related issues were found. The madullary reamer head did not show abnormal conditions, no product fault could be detected. The corresponding statistical data will be kept under trending.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.